Manufacturer narrative:
Unique identifier: (B)(4). Customer contact reports no patient information is available. The customer declined ge service. No repair information available. Replacement of flow sensors was recommended.

Event description:
The hospital reported an error that resulted in a loss of the volume control mode of mechanical ventilation. There was no report of patient harm.